Event description:
I had allergan natrelle 410 implants placed in (B)(6) 2015. During a routine gynecology appointment the doctor felt what could possibly be a rupture. She ordered an MRI which showed "bilateral retropectoral silicone implants are present. There is evidence of intracapsular rupture bilaterally. Extending medially from the right implant there is what appears to be extracapsular silicone compatible with extracapsular rupture. Medial to the left implant there is focal extension of the implant compatible with herniation/extracapsular rupture. I scheduled surgery to have them removed and replaced. The right implant had completely disintegrated. FDA safety report ID# (B)(4).